Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached around 500 mg/dl while wearing the pod longer than 48 hours. Despite administering over 150-200 units of insulin through corrections and boluses, the patient¿s glucose levels continued to climb, prompting a visit to the ER. The patient noted that the pod's adhesive was loosening by the second day (earlier than usual), and the patient thought they may have smelled insulin, though they were not certain. It was suspected that the issue could be related to possible scar tissue from repeated pod placements or if it was a device malfunction. Symptoms reported include a headache, the patient could not see straight, and light-headedness. The patient was diagnosed with hypotension. The patient was treated with medication and an intravenous (IV) therapy. The patient was reportedly discharged on (B)(6) 2026. The pod was removed from the infusion site (abdomen) and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.